Event description:
Event became reportable based on product analysis approved on 11/28/2007. It was reported that during a percutaneous coronary interventional (pci) drug-eluting stenting procedure, a stent would not cross the lesion. The lesion was located in the left main artery. The lesion was very calcified and 97% stenosed. The taxus liberte 4.50 x 20mm stent would not cross the lesion. The procedure was completed with another unspecified device. No patient injuries of complications were reported. The patient's current status is reported as "good." However, product analysis revealed proximal stent damage.

Manufacturer narrative:
Visual examination of the unit revealed damage to the proximal edge of the stent. Some stent struts located on the third row from the proximal edge of the stent were pulled back distally. This type of damage is consistent with the delivery system encountering some form of restriction.the balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The complaint report states that the physician encountered significant resistance upon inserting the device. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. 'Design' is the most probable root cause as this complaint is most probably due to a design constraint of the product.